Event description:
It was reported that, soon after implant, this inflatable penile prosthesis (ipp) would not inflate. The device issue was confirmed during an in-clinic evaluation and the physician noted a replacement was needed. Records do not indicate the device has been replaced to date. No patient complications were reported.